Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine (dosage of 94.90mcg, concentration of 150mcg) and dilaudid (hydromorphone) (concentration of 15mg, dosage of 9:490) via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient had a motor stall on (B)(6) 2018 or (B)(6) 2018. No patient symptom was reported. The pump was replaced on (B)(6) 2018. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. Issue was resolved and patient status was alive with no injury. No further complication was reported.